Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call he has been receiving a no delivery alarm all day. The customer's blood glucose was 449 mg/dl. The customer treated using the insulin pump, bloused for lunch and it did not go through and received a no delivery alarm. The help line advised possible occlusion, the customer was instructed to do a fixed prime to determine if the infusion set was occluded per the customer insulin is exiting the needle. The customer's mother changed the infusion set and the customer's blood glucose was 271 mg/dl. After trouble shooting the customer gave himself a correction and the blood glucose was 245 mg/dl. The device will not be returned.